Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, the night before last, the patient went to charge their implantable neurostimulator (ins) and the recharger showed the ins battery was full. Patient said they thought maybe the ins battery was still full because a store scanner may have shut off their therapy but when they checked the implant again this morning with the programmer and ins battery was still full but they saw an "oor message" message for the first time ever. The patient has had no falls or trauma. No symptoms reported. Agent walked patient through clearing the oor message, therapy showed on and 100%. Patient had advanced setting mode on their programmer and said they may have accidently pressed a button to change settings but said they didn't change their settings unless the physician did it. The patient was redirected to their healthcare provider (hcp) to further address the issue the oor. Patient mentioned that they were in a clinical study that was concluded for depression and said dbs has worked well for depression.